Manufacturer narrative:
The reported event was confirmed. The device was not returned but evidences were provided, based on the provided x-rays which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since x-rays were provided, the opinion of a medical expert was sought and stated as follows: the humeral nucleus is well-fixed to the bone and the humeral head-nucleus construct is intact. The cortiloc glenoid component is well-fixed to the glenoid bone. The x-rays confirm the anterior subluxation of the humeral head (...) The most common reason for this event is insufficiency (tear) of the anterior part of the rotator cuff (subscapularis). Thus, a patient related event leading to revision in this case". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient related issue (patient condition). The event was the most likely caused by a rotator cuff insufficiency. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a revision surgery was performed using the blueprint planning feature. The revision was necessary due to shoulder pain caused by anterior subluxation of the shoulder implants.

Event description:
It was reported that a revision surgery was performed using the blueprint planning feature. The revision was necessary due to shoulder pain caused by anterior subluxation of the shoulder implants.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.